Event description:
During the routine f/u of the device involved in this report, oversensing episodes were visible in device memory. Nb: the date and time of the programmer used were wrong, therefore, exact event date was undetermined.

Manufacturer narrative:
(B)(4. This event concerns a device that was mfg and used outside the us. Review of the electronic data and files received. Results and conclusions (no conclusion can be drawn): such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. (B)(4) the ventricular oversensing episode(s) recorded were non-sustained and did not trigger any therapy (because they were not sustained). Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead/connector issue. None of them could be confirmed.